Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips that the device had a low oxygen supply. The device was not being used on a patient at the time of the event.

Manufacturer narrative:
G4: 09oct2020. B4: 13oct2020. No additional relevant details were provided and there is no indication the device was evaluated by a philips representative. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.1. Wednesday, august 12, 2020 3:04 pm (B)(6); 2. Thursday, september 24, 2020 12:55 pm (B)(6); 3. Friday, october 9, 2020 12:25 pm emailed (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.